Event description:
Boston scientific received information that this patient's device home monitoring system detected a high out of range pacing impedance for this implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead. Boston scientific technical services (ts) discussed with the local field representative that the rv pacing impedance had been trending in the upper 300 ohms to lower 400 ohms range prior to the out of range measurement being detected. There was no noise on the lead's most recently stored electrograms (egms). The patient was seen in the clinic for evaluation. The out of range impedance measurement could not be reproduced and sensing and capture thresholds were all within normal range. It was noted that the physician was present during the evaluation and was satisfied with the outcome. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.